Event description:
Received general complaint of several undocumented incidents where thermodilution catheters were giving low temperature readings. No specific patient information was provided, but there were several incidents where patients were in the cvicu approximately twelve hours post open heart surgery. The patients had thermodilution catheters that were giving temperature readings that were too low. They were reported to have been working well during surgery. Based on the low temperature readings, the patients were treated with either a bair hugger or warm blankets. When it was noted that the clinical assessments did not coincide with the temperature reading on the monitor, and a thermometer reading was at 101 degrees f, warm blankets were removed. The patients were not medicated to treat the elevated temperatures. The catheter readings were no longer used. There were no reported adverse patient effects. Additional information was requested, but no further information was provided.